Manufacturer narrative:
Lead: model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na, lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na, anchor model 3550-39, lot #n307871, implanted: (B)(6) 2012 explanted: na, programmer model 37744, serial # (B)(4), recharger model 37754, serial # (B)(4). (B)(4).

Event description:
It was initially reported that the patient experienced stimulation to the anterior area of their torso. There was no known accident or incident related to the onset of this event. Impedance measurements taken showed >10,000 ohms on all electrode pairs of the implantable neurostimulator (ins) system. Fluoroscopy did show some lead migration. Follow up information reported that the patient had revision surgery on (B)(6) 2012 due to lead migration and that the patient was not receiving therapy to the appropriate area. It was noted that the ins pocket had a lot of fluid buildup and once this fluid was cleaned out impedances checked out to normal values. The outcome was reported as everything was "fine". If additional information is received, a follow up report will be sent.